Event description:
Device spontaneously disconnected from the delivery cable during deployment. Device embolized into the left atrium. Pt underwent surgical removal of the device and the closure of asd. No complications were reported with surgery.